Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to power on and off on ac and battery power. The device was determined to be functioning as designed.

Event description:
The customer reported the device switches itself off automatically and then on again after a while. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the product involved with the above reported issue has been received by the local facility but has not been returned to masimo hq to allow an investigation to be performed. Once the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device switches itself off automatically and then on again after a while. There was no patient impact or consequence reported.